Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display suddenly became blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event..

Manufacturer narrative:
Follow-up #2 date of submission 06/09/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on and displayed the verify screen; the complaint of a blank screen was not duplicated. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The pump case was removed, and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014.